Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in a (B)(6)-year-old female patient who had essure (batch no. B66016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section (3, birth canal was not large enough). Concurrent conditions included depression since 2017 and morbid obesity. Concomitant products included ethinylestradiol; norgestimate (mononessa), loratadine (claritin) from 2016 to 2017 and montelukast sodium (singulair) from 2016 to 2017. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced rash ("rashes"), pruritus ("itching") and rash papular ("bumps,redness"). On (B)(6) 2014, the patient experienced menorrhagia ("severe heavy bleeding during menstruation/ prolonged, abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal pain during menstruation/dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In 2014, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced abdominal pain lower ("severe, lower abdominal / severe abdominal cramping, when not menstruating"), alopecia ("hair loss"), arthralgia ("sharp pains in her wrists"), hypoaesthesia ("loss of feeling in her wrists/ numbness"), pain in extremity ("leg aches"), back pain ("low back pain"), anxiety ("a worsening of her anxiety"), depression ("a worsening of her depression"), vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced weight fluctuation ("weight fluctuations/weight gain / loss") and uterine pain ("uterine pain"). The patient was treated with desvenlafaxine succinate (pristiq), lithium carbonate (lithonate) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, migraine, alopecia, arthralgia, hypoaesthesia, pain in extremity, back pain, anxiety, depression, rash, pruritus, vaginal infection, fatigue, dyspareunia, weight fluctuation, headache and uterine pain had not resolved and the vaginal haemorrhage, tooth disorder and rash papular outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, pain in extremity, pelvic pain, pruritus, rash, rash papular, tooth disorder, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: patient has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the symptoms. Two attempts were made to complete procedure. No contrast could be placed into the uterine cavity. Failed attempt at hysterosalpingogram. (2) essure devices in place with the tubal occlusion bilaterally. Hysterosalpingogram technique: a speculum was inserted into the vaginal vault and the cervix was localized. Betadine soaked swabs or sponge sticks used to cleanse the vaginal vault and outer cervix. A balloon catheter was placed to the level of the cervical os. Under fluoroscopic guidance an attempt was made to inject contrast. Contrast was not seen entering the uterus. Two attempts were made to complete procedure. No contrast could be placed into the uterine cavity. Impression: failed attempt at hysterosalpingogram. Patient was informed of the inability to complete procedure. She was instructed to contact her gynecologist for additional instructions. She was also instructed to continue contraceptive diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 65 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure in place with tubal occlusion bilaterally; on (B)(6) 2014: results: essure in place with tubal occlusion bilaterally; in (B)(6) 2014: results: confirmed full occlusion of fallopian tubes; on (B)(6) 2014: results: was instructed to continue contraceptive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Removal date, concomitant drug added. This case become incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.